Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through review of the event history logs. The cause of the reported issue was determined to be due to a false empty detect during the initial drain. Initial drain volume setting requirements for therapy were met based on the patient's last programmed fill volume. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event(s) was identified which occurred during therapy initiated on (B)(6) 2013 13:49:24. During night drain cycle one, the patient's ultrafiltration reading was 1550ml, indicating the home patient (hp) drained 1550ml more than their maximum programmed fill volume of 1500ml. No additional information is available.